Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was implanted during an esophageal stent placement procedure performed on (B)(6) 2024. During the procedure, the stent had moved out of its position. The stent remains implanted, and another wallflex esophageal stent was placed to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.